Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. As the customer did not have any additional cartridges available during time of the call, the customer indicated the cartridge would be changed upon returning home.